Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 396 mg/dl. Customer reported that leak was only confined to reservoir compartment. Insulin pump was being replaced.